Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that this was a patient issue and the remote was working correctly. It is unclear what the warning symbols were seen and there was no out of regulation on check as remote was working correctly. No actions/interventions were taken except education regarding the remote use. The ins is on and there are no warning symbols.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller was seeing warning symbols on all screens. Patient replaced batteries. Occurring daily. Reviewed that based on the description the patient programmer is in icon mode vs. Text mode. Caller said that he didn't change by himself and reviewed that warning symbol when in text mode indicates that the stim is off. When they turn the patient programmer on, they get the sync screen and when they go to sync with implant, caller described getting in icon mode the icon that indicates that stim is off. Patient is on b settings which is what they want it and left is 1.90v and right is 0.00v. Caller states they do not remember ever seeing this icon mode and states as far as he knows everything else on the screen looks like it has been for the past two or three months and has not changed anything aside from the setting of the electrode. Caller was able to change to text mode. Caller confirmed patient programmer showed implant was off and assisted to turn implant on. No symptoms reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.